Manufacturer narrative:
The investigation determined the issue was due to the suboptimal calibration of the assay. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results from the cobas e411 disk analyzer. The initial result was >3000 pg/ml. On (B)(6) 2025, the result from a 1:10 dilution was 413.9 pg/ml. It was noted that the customer used "universal dilute" instead of the diluent multiassay stated in the product labeling for the assay. The result from another cobas 8000 analyzer was 2547 pg/ml.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer found that the calibration in use was not optimal. The customer performed a new calibration, and qc results were within specifications. The sample in question was retested, and the result was comparable to the result from the cobas 8000 analyzer. No specific data was provided. The investigation is ongoing.